Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This report will be updated when investigation is completed. This event occurred in (B)(6).

Event description:
Allegedly, the patient was revised due to unknown reasons.